Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735821r, h6; a medtronic representative went to the site to test the equipment. The camera was replaced and the system then passed testing. Codes b01, c08, and d02 are applicable to this analysis. The camera, lot number: p917789, was returned to the manufacturer for analysis. When connecting the psu to the camera test bench an image sensor fault appeared. The event log revealed firmware incompatibility dating back to (B)(6) 2024. As well, there's a sensor not functioning error message dating back to (B)(6) 2025. Was unable to perform an accuracy test as a window appeared saying that communication could not be established. This psu had not been previously returned for a failure. Codes b01, c02, and d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during an unknown procedure. It was reported that during set up, the localizer faulted message appeared and amber light was present on the camera. Troubleshooting was performed. After a hard reboot, the system still showed localizer faulted and only an amber light. There was no impact on patient outcome. The extent of surgical delay (if any) was unknown. Additional information was received. Upon boot up, the system still displayed localizer faulted. In the network device interface (ndi) toolbox, it showed a hardware fault of the type unable to initialize system in image sensor fault.

Event description:
Additional information as received. It was reported that a lumbar fusion procedure was performed and there was no surgical delay.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.